Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was reviewed and failed, log shows device failed within the reported timeframe. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.